Event description:
Related manufacturer reference number: 2017865-2025-11886. It was reported that the patient presented for right ventricular (rv) lead revision due to high capture threshold and under-sensing. During the procedure, lead slack appeared reduced, and micro-dislodgement was noted on the rv lead. The physician elected to reposition the rv lead however, the helix failed to extend. The physician elected to replace the rv lead however, they had difficulty advancing the stylet. The helix failed to extend after insertion into the patient's body. This rv lead was not used and the physician elected to complete the procedure with a different lead. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported events of helix mechanism issue and failure to advance stylet were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. Unable to perform the stylet insertion/ removal test due over torqued inner coil at the connector region. The cause of the reported events was isolated to blood/tissue in the helix region and over torqued of the inner coil.